Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that after a knee arthroplasty the patient is experiencing unknown problems and is being tested for metal allergies.

Manufacturer narrative:
(B)(4). Concomitant medical products - persona cr standard femoral: catalog # 42502606402, lot # unk. Persona stemmed 5-degree tibia : catalog # 42532007502, lot # unk. Reported event was unable to be confirmed. No product was returned, nor photos received; visual and dimensional evaluations could not be performed. Review of the compatibility matrix identified that all the components are compatible. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.